Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding health effect - impact code 4627. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown atis implant catalog#: unknown atis implant to s atlantis abutment ti catalog#: 35502s. Correcting lot# from unk to 5393126. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. The product is not available for investigation. Trend is tracked and monitored.